Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states on (B)(6) 2012, a pt had permcath placed in the right internal jugular vein. Post insertion the pt had bleeding from the skin edge, which was stopped using pressure and surgical means. On (B)(6) 2012, a new ij permcath was inserted after removing the (B)(6) 2012 catheter.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.